Event description:
An employee at beckman coulter, inc. (Bec) received one damaged and leaking access ostase s2 calibrator vial. There was no exposure to uncovered wounds or mucous membranes. No injury was reported and no one sought medical attention.

Manufacturer narrative:
The bottom of the calibrator vial was off as if it was scored. An investigation of the damaged ostase qc and calibrator vials was conducted. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. (B)(4).